Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200 mg/dl and the sensor glucose was 47 mg/dl at the time of the incident. Suspend on low limit in sensor settings was at 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also reported getting alert for change sensor calibration not accepted. The sensor was returned for analysis.